Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported downstream occlusion errors which were not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream sensor and the downstream pressure plate gap were found out of specification. The downstream tubing guide assembly was replaced.

Event description:
It was reported that a spectrum pump had downstream occlusion errors. It was also reported there was no patient involvement.